Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were extra/erroneous hand switch button presses in the logs. The hand switch, system control board, and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated. The lemo connector for the cable was loose at the connecting, but made good connection. The mobile view station (mvs) interface cable passed bench communication testing as well as continuity testing. When installed in a known good system, the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under testing. The lemo and rear cab connection seemed loose, but communication did not drop out while manipulating the cable or shifting the lemo connector. No functional problem was found. The hand switch was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated. When the hand switch was installed in a known good system, 2d and 3d imaging scan and store function were successful. No functional problem was found. The hand switch also passed visual inspection. The system control board has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was receiving the image framerate below re commended error. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter updated. The system control board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be dup licated. The system control board was installed and tested in a known good system. The system booted, and motion, x-ray, and communication readied. The system was rebooted multiple times without issues. Multiple 2d and 3d images were acquired successfully. No func tional problem was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.